Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-04209 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle (tban) devices were used during a transbronchial needle aspiration procedure performed in the lungs to obtain a biopsy sample. According to the complainant, during preparation for the procedure, the needle from the tban device could not be retracted inside of the outer catheter; the tip of the needle was sticking out. They were concerned about possible damage to the scope so the tban device was removed from service, and never used within the patient. A second tban device was going to be used, however, the same problem occurred with the second device. The second tban device was removed from service, and never used within the patient. There was no physical damage to the needle or the packaging itself noted with either device. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-04209 for a description of the other device. This report is for the second device.it was reported to boston scientific corporation that two excelon transbronchial aspiration needle (tban) devices were used during a transbronchial needle aspiration procedure performed in the lungs to obtain a biopsy sample.according to the complainant, during preparation for the procedure, the needle from the tban device could not be retracted inside of the outer catheter; the tip of the needle was sticking out. They were concerned about possible damage to the scope so the tban device was removed from service, and never used within the patient. A second tban device was going to be used, however, the same problem occurred with the second device. The second tban device was removed from service, and never used within the patient. There was no physical damage to the needle or the packaging itself noted with either device. A different device was used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The initial report was confirmed. A visual evaluation was performed; the needle was not fully retracted. Approximately 1mm of the tip of the needle is exposed. The device is bent approximately 1 inch from the distal end. A functional evaluation was performed. The needle was unable to be fully retracted, most likely due to the bend in the device. The needle also could not be extended. The most probable cause of the reported defect is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.